Event description:
When the lead package was opened, the lead was slightly bent at the tip. It was discovered on the table and was not placed in the pt. There was no adverse event.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The lead has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.